Event description:
It was reported that bd maxzero multi-fuse pressure rated extension set sterility is compromised. The following information was received by the initial reporter with the following verbatim; describe customer concern, details of event including how the issue was resolved: this is packaging design verification failure. Packaging oq failure. If product made by the oq parameter setting, it may have sterility breach for product.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.